Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A device detachment issue from the abbott diabetes care (adc) device was reported. Furthermore, the customer stated they had applied the adc device and experienced bleeding at the device site. The customer noted the ¿end of the needle is exposed from the outside of the sensor.¿ the customer ¿removed¿ the needle from the outside of the sensor only, thus indicating that no further self-intervention or self-treatment was performed. There was no report of death or permanent impairment associated with this event.